Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited low out-of-range pace impedance measurements less than 200 ohms and noise with oversensing. Of note, there were over 141 anti-tachycardia pacing (atp) episodes, and it was suspected that the oversensed noise had contributed to a portion of these episodes. This rv lead also exhibited intermittent capture at maximum outputs, and the patient's heart rate was observed in the 30s beats per minute (bpm) range. Therapy was turned off, the device had reached elective replacement indicator (eri), and the plan was to replace the device and rv lead. This rv lead remains in service. No additional adverse patient effects were reported.